Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "procedure: irrigation and debridement of left knee wound and exchange of tibial liner. Pre-op diagnosis: infected left total knee arthroplasty with wound disruption. No further information available per hospital." A 3x13 ps insert was revised to a 3x14 ps insert.